Event description:
The customer reported that no alarm sounded at the central station monitor for the pt prior to the code. The customer was also concerned that there was no documentation in history except a square wave for the time just before the code was called.

Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation.